Event description:
The home patient's spouse reported that a homechoice pd cassette had leaked due to a hole in the plastic. No patient injury or medical intervention was associated with this incident.

Manufacturer narrative:
The sample was discarded and is unavailable for analysis. There are no further measures to be taken relative to this matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventive action as appropriate.